Event description:
It was reported that during a procedure to implant an inflatable penile prosthesis(ipp) the physician had a difficult time in deflating the implant. The doctor had to hold the button down, and squeeze the implant simultaneously to deflate the ipp. The procedure was completed successfully with no patient complications.